Event description:
Facility reported that while a resident was being transferred from a wheelchair to a bed, using an unknown ceiling lift (unsure if the lift was an invacare lift), the r115 sling had failed. Resident sustained a fractured shoulder and was hospitalized. The product has been taken out of use.